Manufacturer narrative:
H3: dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2021 due to excessive vault and elevated iop with angle closure. Claim# (B)(4).

Manufacturer narrative:
H6: health effect clinal code 1937 - elevated iop. H6: health effect clinal code 4581 - angle closure. Claim# (B)(4).

Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue/debris on product. Visual inspection found haptic broken. Claim# (B)(4)

Manufacturer narrative:
Weight- unk. Ethnicity- unk. Race- unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6, -14.00/1.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to excessive vault. This resolved the problem. Cause of the event is reported as unknown. Reportedly, eye is quiet. Ac was fine after lens removal. Patient not willing to exchange at present.